Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The device operator's manual lists the following information for prevention of this issue in chapter 3: preparation and inspection: "the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, 'troubleshooting'. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk.". The relevant troubleshooting information is listed in chapter 5- troubleshooting: "the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, 'withdrawal of the endoscope with an irregularity'. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk.". A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found plastic distal end cover, switch 1, universal cord, and connecting tube had a scratch; adhesive around light guide lens was peeled; adhesives around light guide lens had white-clouded area; adhesive around objective lens had white-clouded area; protector of universal cord on suction connector side had a scratch; paint on suction cylinder was peeled; paint on air/water cylinder was peeled; suction cylinder was shaved; universal cord had a wrinkle and was sticky; suction connector and control unit was dirty due to water leakage; adhesive on bending section cover had white-clouded area and a chip; and the scope identity was not displayed. Due to a pinhole on the air/water tube, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had an e315 scope error, and the water did not come out of the air outlet. The issue was found during preparation for use before an unspecified diagnostic procedure, which was completed with a similar device. There were no reports of patient harm.